Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274trk implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had sudden high thresholds. The patient also experienced diaphragmatic stimulation at high outputs. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.